Manufacturer narrative:
The medical center in (B)(6) did not return the impella product nor any imaging for analysis. The root cause has not been determined. Should more information be shared that leads to a root cause, a final report will follow.

Event description:
The medical center in (B)(6) placed an impella cp via the femoral artery for hemodynamic support. The patient was critical with cardiovascular and surgical comorbidities and was also supported by ECMO. They observed blood loss at the access for the impella cp. To treat this the team infused blood products, both red blood cells and plasma (ffp). In addition to the access site bleed the patient was having considerable blood loss from the chest which was left open post-operatively from the coronary bypass.

Event description:
The medical center in (B)(6) placed an (B)(6) via the femoral artery for hemodynamic support. The patient was critical with cardiovascular and surgical comorbidities and was also supported by ECMO. They observed blood loss at the access for the (B)(6). To treat this the team infused blood products, both red blood cells and plasma (ffp). In addition to the access site bleed the patient was having considerable blood loss from the chest which was left open post-operatively from the coronary bypass.

Manufacturer narrative:
The medical center in (B)(6) did not return the (B)(6) product nor any imaging for analysis. The root cause has not been determined. Should more information be shared that leads to a root cause, a final report will follow.

Event description:
Additional information was reported indicating there was hemolysis that was treated by repositioning the pump. Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ this report is being filed as part of a retrospective review of historical records. Corrected information for the initial MFR 1220648-2022-01229 was provided in sections b3, b5, d6, d7, h3 and h6.

Manufacturer narrative:
The investigation for the reported access site bleeding ¿ major issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the access site bleeding was determined to be a result of anticoagulation management. This was determined because the bleeding was not only occurring at the impella access site but also at the surgical wound. This report is being filed as part of a retrospective review of historical records.